Manufacturer narrative:
Correction: event date updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system board was showing intermittent communication issues in the log files. The representative then replaced the viewing station of the imaging system power board to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect viewing station power board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system shut down without prompt from the user. It was reported that the issue occurred when moving the unit into the hallway after performing a image acquisition. The site brought the unit back into the operating room (or) and the monitor would not power on. The site could not perform a hard restart on the imaging system to restore functionality. The system was then unplugged, allowed to lose power and shut down and then restarted. The restart restored functionality and the procedure was completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The evaluation of the power board of the viewing station of the imaging system was completed by medtronic personnel. Testing found that the board resulted in a known functional imaging system shutting down without prompt from the user after use for 2.5 hours.